Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-16. The cause of the system never working was not determined. The cause of the high impedances was not determined. Technical services directed the rep to leave the stimulator off so they left it off. The patient¿s weight was unknown. The healthcare professional (hcp) was notified and the rep met with the patient. They do not have further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for multiple back operations. The patient stated that their system never worked. Technical services had the rep check impedances and some values were greater than 4,000 ohms. The rep programmed all electrodes and the patient just started to feel stimulation at 7 volts. The rep would discuss this with the healthcare professional (hcp). It was unknown when the event began, the patient indicated it never worked. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller mentioned the patient's ins "never worked because the leads, whatever happened didn't work for so long, so they replaced it, the patient got a new one". No further information was reported.